Manufacturer narrative:
Block h6: device problem code a0402 captures the event of balloon leak. Block h10: investigation results visual examination of the returned complaint device revealed no visual defects and was in good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated normally. There were no leaks, holes or pinholes noted in the balloon. It was also noted that the balloon was able to deflate without issues. Based on the analysis performed and the information provided, the most probable root cause for the complaint event cannot be detected since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) with luminal dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon seemed broken from the time an attempt to inflate was made. Reportedly, the balloon inflate or hold the contrast. It was reported that the procedure was completed successfully. There were no patient complications as a result of this event. Additional information received on march 9, 2021. It was reported that the balloon did not burst, however, it was noticed that the balloon had a small leak and would not hold pressure. The procedure was performed in the common bile duct (cbd) and duodenum, and the procedure was completed with another cre rx balloon.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) with luminal dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon seemed broken from the time an attempt to inflate was made. Reportedly, the balloon inflate or hold the contrast. It was reported that the procedure was completed successfully. There were no patient complications as a result of this event.